Event description:
It was reported that the mainframe on the 9600 system would reboot during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The chips were re-seated on the tech processor board during the service call. The system was tested and found to be working as intended and put back into service.